Event description:
Healthcare professional left side capsular contracture baker grade IV and textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed opening on the anterior side assessed as surgical damage. ¿ crease fold observed on the device. ¿ brown particles observed on the device.

Event description:
Healthcare professional left side capsular contracture baker grade IV and textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional capsular contracture, baker grade IV. Device remains implanted. This relates to the left side.